Manufacturer narrative:
Lot number: a0010006. This event was previously reported via asr on (B)(6) 2019. This report is intended to be a follow up report to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually. Additional information received further reported that in (B)(6) 2016, the patient was experiencing or had experienced dyspareunia secondary to intercourse earlier than allowed post sling implant. Mesh exposure occurred one centimeter midline under the urethra. The device was explanted.